Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05477. It was reported the patient experienced ineffective therapy due to both leads migrating. Surgical intervention was undertaken on (B)(6) 2023 during which one of the leads was explanted and replaced with two new leads to address the issue. The other lead couldn't be removed due to patient anatomy. Because of this, the patient currently has three leads implanted. Therapy was restored post procedure.